Event description:
It was reported that when the patient presented to the clinic for a routine follow-up, episodes with far field p-wave oversensing were noted. Recommended programming changes. The device remains implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.